Manufacturer narrative:
Complaint conclusion: as reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to deploy properly. Manual pressure was held for 30 minutes. There was no reported patient injury. The mynx vcd was used in an interventional coronary procedure. The procedure used an antegrade approach. The vessel type was arterial. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has since recovered. The product was not returned for analysis. A product history record (phr) review of lot f2025501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. It is impossible to determine what factors may have contributed to the reported event. According to the mynxgrip instructions for use (IFU) which is not intended as a mitigation of risk, deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to deploy properly. Manual pressure was held for 30 minutes. There was no reported patient injury. The mynx vcd was used in an interventional coronary procedure. The procedure used an ante-grade approach. The vessel type was arterial. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has since recovered. The device is not expected to be returned for analysis.